Event description:
On 08/12/1998 the account reported a bhcg result of 2688 miu/ml for a sample tested with "imx" bhcg" reagent list number 1a06-20. The account retested the sample with "imx bhcg" reagent list number 1a06-22 and obtained results of 6090/5728 miu/ml. The sample was retested with imx bhcg" reagent list number 1a06-20 and a result of 2748 miu/ml was obtained. All testing was performed with the automated 1:200 dilution. The customer then sent the sample to a reference lab for testing and a result of 19,089 miu/ml was obtained. According to the account, after svc changed the worn pump belt on the instrument, the bhcg results correlated between both "imx" reagent list numbers and the reference lab methodology. The exact concentrations obtained were not provided by the account. No sample was available from the reference lab to verify test results after maintenance performed. No report of injury due to the initial reported result.